Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the test strip lot the customer reported using is expired. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter turned on with the button, but not with a test strip. As a result of this issue, the customer reported that on (B)(6) 2017 he was admitted to the hospital because ¿his blood sugar level was too high¿. The customer was diagnosed with hyperglycemia and treated with an insulin injection. The customer declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on returned meter and no physical damaged was observed. Meter powered on with button depression. Meter did not power on with strip insertion. Further investigation was performed and lint and hair was observed in the strip port. The complaint is not confirmed.

Event description:
A customer reported that his adc blood glucose meter turned on with the button, but not with a test strip. As a result of this issue, the customer reported that on (B)(6) 2017 he was admitted to the hospital because ¿his blood sugar level was too high¿. The customer was diagnosed with hyperglycemia and treated with an insulin injection. The customer declined to provide any further information. There was no report of death or permanent injury associated with this event.